Manufacturer narrative:
Block e1: initial reporters facility name: department of urology, the first affiliated hospital of chongqing medical university block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Patient code e230101 captures the reportable event fever. Patient code e1302 captures the reportable event of hematuria. Patient code e1720 captures the reportable event of irritation. Impact code f12 captures the reportable event of serious injury. Literature source: yangjie ou, guoqing zhang, xin zhu, hubing yin, xin gou and yuanzhong deng department of urology, the first affiliated hospital of chongqing medical university, chongqing, people's republic of china. Evaluation of risk factors, treatment options, and prognostic-related factors in patients with benign ureteral strictures: an 8-year single-center experience. International journal of urology (2023) 30, 847-852, doi: 10.1111/iju.15211.

Event description:
It was reported to boston scientific via an article published in international journal of urology that a study was conducted to investigate the etiology, therapeutic effect, and prognosis-related factors of benign ureteral strictures. A total of 142 patients that experienced benign ureteral strictures between 2013 and 2021 were analyzed. 95 of these patients underwent endourological treatment where a uromax balloon was used for dilation. Within the reported postoperative complications it was mentioned urinary tract infection, fever, hematuria, and urinary irritation.

Event description:
It was reported to boston scientific via an article published in international journal of urology that a study was conducted to investigate the etiology, therapeutic effect, and prognosis-related factors of benign ureteral strictures. A total of 142 patients that experienced benign ureteral strictures between 2013 and 2021 were analyzed. 95 of these patients underwent endourological treatment where a uromax balloon was used for dilation and 47 patients underwent reconstruction which includes pyeloplasty, ureteroureterostomy, and ureteroneocystostomy. According to clavien-dindo classification of surgical complication, the most common complications include urinary tract infection, fever, hematuria, and urinary irritation. Only one patient in endourological treatment was grated as clavien IV, who had the urosepsis.

Manufacturer narrative:
E1: initial reporter's facility name: (B)(6). B3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. D4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. H2: additional information: block b5, block h6 (patient codes, impact codes). H6: patient code e1310 captures the reportable event of urinary tract infection. Patient code e230101 captures the reportable event fever. Patient code e1302 captures the reportable event of hematuria. Patient code e1720 captures the reportable event of irritation. Patient code e0306 captures the reportable event of urosepsis. Impact code f12 captures the reportable event of serious injury. Impact code f14 captures the reportable event of prolonged episode of care. Literature source: yangjie ou, guoqing zhang, xin zhu, hubing yin, xin gou and yuanzhong deng department of urology, the first affiliated hospital of chongqing medical university, chongqing, people's republic of china. Evaluation of risk factors, treatment options, and prognostic-related factors in patients with benign ureteral strictures: an 8-year single-center experience. International journal of urology (2023) 30, 847-852, doi: 10.1111/iju.15211.